Event description:
It was reported that because of the user's incorrect procedure, the entire wire guide entered the pt's vascular system. It was retrieved from the femoral artery with no pt complications.